Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem - additional information. H2: type of follow up-additional information. D4: additional device information-additional information. G6: report type ¿ updated/follow-up.

Event description:
Subsequent to the supplemental MDR, additional information has been received.